Manufacturer narrative:
H6: b14, b15 - a review of patient imaging and product history records is underway. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient underwent an endovascular aneurysm repair (evar) for an iliac aneurysm using gore® conformable excluder® endoprosthesis, gore® excluder® aaa endoprosthesis, as well as gore® iliac branch endoprosthesis (ibe). The planned procedure included a gore® conformable excluder® endoprosthesis (trunk ipsilateral leg) and a gore® excluder® aaa endoprosthesis on the left side. On the right iliac side, two ibe devices (iliac branch component and internal iliac component) was planned using another gore® excluder® aaa endoprosthesis (contralateral leg) as bridge. The physician was not able to position the internal iliac component of the ibe device (hgb161207) due to a particular anatomy of the patient. After several positioning attempts, when the device was withdrawn in order to proceed in another way, the proximal olive of the catheter detached with subsequent release/deployment of the device at the aortic bifurcation. It was decided to temporary leave this device in this incorrect position and continue with the rest of the procedure to later access on how to proceed and resolve. A medtronic component (detailed brand name unknown) was used to increase overlapping between the ipsilateral leg of the gore® conformable excluder® endoprosthesis, and the gore® excluder® aaa endoprosthesis used on the left iliac side. Due to an unknown deployment issue of the medtronic device, all devices were explanted and the patient was converted to open surgery. The patient remained at the hospital with condition improving. However, renal insufficiency persists, due to hypotension. The patient passed away on (B)(6) 2025, due to acidosis. During the explant, the olive of the gore® conformable excluder® endoprosthesis was found in the patient. There is no additional information provided to gore on how and when this detachment happened. On (B)(6) 2025, it was reported that among the explanted devices, the olive of the gore® conformable excluder® endoprosthesis was found to have part of the catheter attached to it.

Manufacturer narrative:
Corrected h6: updated health effect: clinical code to e2008, code e2401 was inadvertently entered and should be removed. Updated health effect: impact code to f1903, code f24 was inadvertently entered and should be removed. Updated component code to g04004, code g04122 was inadvertently entered and should be removed. Added type of investigation code b13 and b22. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The reported failure mode, leading end of the device found during explant could not be independently confirmed through an evaluation of the provided images. It was reported that the leading olive had part of the catheter attached to it, but no information was provided on how or when the catheter could have broken. In addition, the imaging evaluation shows the presence of a metallic-like density which may be the broken catheter; however, this was not able to be confirmed and it¿s unknown if it was from the gore® excluder® iliac branch endoprosthesis: internal iliac component ((B)(4), manufacturer report number 3013164176-2025-02512) or the gore® excluder® conformable aaa endoprosthesis: trunk-ipsilateral leg component. The cause for the reported broken catheter could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.